Manufacturer narrative:
Medwatch sent to FDA on 8/16/2016. Additional information: describe event or problem.

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of red on skin surface, full face swelling and hardness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema and skin irritation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the lips and juvederm voluma with lidocaine in the marionettes. On the following month, the patient was injected with juvederm voluma with lidocaine in the cheek and nasolabial fold as well as juvederm volbella with lidocaine in the lips. Prior to injections, the patient was "clean with alcohol swab" and given ice post injection. About two months later, the patient developed "red on skin surface." Patient was treated with antibiotics and steroids that day. On the next day, the patient had "red, swelling in periorbital." On the day after that, the patient had "full face swelling, hardness on injection area." Patient was seen again about 2 weeks later and symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00510 (allergan complaint # (B)(4)), MDR ID #3005113652-2016-00507 (allergan complaint # (B)(4)) and MDR ID #3005113652-2016-00508 (allergan complaint # (B)(4)). This MDR is being submitted for the fourth suspect product, juvederm volbella with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 08/11/2016.

Event description:
Additional information: the patient was reviewed again and is getting better.